Event description:
The manufacturer representative reported a pt, with both a deep brain stimulator and an intrathecal drug delivery pump, was in the ICU with episodes of becoming unarousable and going in and out of consciousness. The pt's dbs system was working well so troubleshooting was initiated for the drug delivery system. A catheter dye study and roller study were performed and no issues were found. The system appeared to be working. At the time of the initial report the pt was not experiencing any signs of withdrawal. Following a medical consultation, the decision was made to revise the catheter. The hcp believes there may be a fibrosis sack that forms near the tip of the catheter which can collect baclofen and when the pt moves suddenly (i.e. Sneezing) it could release the drug. This would explain the pt's underdose symptoms followed by overdose symptoms when the drug is released. The hcp reports a possible subarachnoidal syndrome. Add'l information has been requested from the hcp, but was not available on the date of this report.